Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom of system error 322 was confirmed through review of the history log but could not be reproduced during the eval. Further eval found the upset latch switch to become intermittently open causing the system error 322. The upper auxiliary flex will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump displays a system error 322 message. The customer also stated there was no pt involvement.